Manufacturer narrative:
The 8253001: mainframe nim response 3.0, serial # (B)(4), lot # 65272000, manufactured date -dec/14/2009, 510(k) # k083124. The nim patient interface (part # 8253200) was and the nim mainframe (part # 8253001) were returned for evaluation. Evaluation of patient interface (part # 8253200) could not duplicate customer's issue of intermittent board failure. However the unit stim 1 was not working due to a blown fuse. The wave washer was replaced due to a loose clip. The device was repaired, tested to manufacturer product specifications and returned to the customer. Evaluation of the nim mainframe (part # 8253001) could not duplicate customer's issue of intermittent board failure. As a precautionary measure the device was placed in the burn in for 24 hours attempting to observe any heat failures. The device did not fail. Evaluation found no fault with the device. The device tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported that intra-operative the system had an intermittent board failure. There was no patient impact. Additional information received from the customer indicated the system provided no alert of the issue. The device was initially functioning during the case, then it was intermittent. At one point during the surgery, the doctor visualized a nerve, there was no response from the system. Another device was used to complete the case.